Event description:
A non health care professional reported that following the intraocular lens implantation the patient had trouble adjusting to lens and was unhappy with the vision. The iol was explanted and replaced with another lens following the initial procedure.additional information has been requested.

Manufacturer narrative:
The lens was returned on a sticky label placed on the interior of a sealed non-company pouch. Solution and blood was dried on the lens. The optic was cut into pieces. The optic edge has two areas of the edge that were split, beginning at the edge and travelling inward on the optic. One haptic/optic junction was split on the gusset edge. This split damage travelled down into the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. The explanted lens was returned in pieces, typical of damage created to remove a lens from the eye. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Additional lens damage was also observed. Information was provided that indicated the monofocal company 25.5 diopter lens was removed and replaced with a non-company monofocal lens that was 24.0 diopters. This information that another monofocal lens model with 1.5 diopters difference may suggest that the complaint was potentially not lens related, and the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).